Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle experienced a needle that pulled out of the hub. The following information was provided by the initial reporter: after nurse administered vaccine and went to pull the needle out of the patients arm, the needle detached and was left in the patients arm had an issue with our replacement needles. One of the nurses went to give a flu shot and after she gave the vaccine and went to pull the needle out of the patients arm, the needle didn¿t come with the syringe. It had detached and was left in the patients arm. The plastic part and safety were still attached to the flu shot syringe but the needle somehow broke off in his arm. She was able to easily remove it from his arm and no harm to patient. But, very strange. I have never seen this before. I did keep the syringe/plastic safety piece but we did thru the actual need in the sharps as it was without a safety.

Manufacturer narrative:
Investigation summary: it was reported the needle pulled out of the hub and remained in the patient. To aid in the investigation, two samples with no packaging blisters were received for evaluation by our quality team. One sample has the plastic shield, the other sample has no plastic shield or needle. A visual inspection was performed. The sample with the plastic shield has no defects or imperfections. The sample with no needle has no residues of epoxy on at the needle hub. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator inducing the defect reported. A device history record review was completed for provided material number :306616, lot number: 2094923. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 2094923 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.